Manufacturer narrative:
In-service training was provided to user facility personnel on the proper use and operation of the 3085sp surgical table. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the shroud section that was second from the top of the table was damaged. Additionally, the technician noted that while raising the table in height, this section was stuck with the upper-most shroud section and would become dislodged once the table reached a certain height. The table subject of the reported event was manufactured in 2000 and is 25 years old. This unit is not under steris service agreement for maintenance activities. All maintenance activity for the surgical table is conducted by a third party. The cause of the shroud damage could not be determined. The table subject of the reported event has been removed from service. The user facility has elected to make the repairs themselves. "UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR." No additional issues have been reported.

Event description:
The user facility reported that during a procedure their 3085sp surgical table "dropped a few inches." The procedure was completed successfully. No report of injury.